Event description:
Patient reported when she tried to do infusion with the last syringe in the order, the medication was leaking from the plunger side. She has medication on hand from recent order to complete infusion so no dose will be delayed. No adverse events reported. No further information, details or dates provided. Hizentra indication: chronic inflammatory demyelinating polyneuritis.